Event description:
Information was received indicating that a patient was electively re-intubated with a 3.5 mm smiths medical portex® uncuffed neonatal/pediatric endotracheal tube when the packaging stated 3.0 mm. It was reported that the physician would have preferred 3.0 mm size but the patient became "stressed" after insertion of the larger endotracheal tube (ett). No change out to the correct size was performed due to the status of the patient being "stressed" with reported clinical injury per physician. This complaint will be reported as serious injury due to the reported serious injury. The available information suggests that the smiths medical product could have led to a life-threatening injury / illness.